Manufacturer narrative:
The investigation determined the issue was resolved by the maintenance actions.

Manufacturer narrative:
The customer changed the tubings and cleaned the electrode block which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas c 111 analyzer. The customer repeated some testing on the cobas c111 analyzer and some repeat some testing on a cobas c702 analyzer. An example was provided of an initial sodium result of 120 mmol/l and a repeat result of 137 mmol/l. An example was provided of sodium results on (B)(6) 2021 of 142.7, 134.4, 142.4, and 142.8 mmol/l. Information was provided that some of the questionable results were reported outside of the laboratory, but it was unknown which results. The sodium electrode lot number was 21511663. The expiration date was requested but was not provided.